Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 3887-33, lot# j0007995v, implanted: (B)(6) 2000, product type: lead. Product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 2000, product type: programmer. Patient product ID: 3887-33, lot# j0007995v, implanted: (B)(6) 2000, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the neurostimulator (B)(4) found it to be functionally okay, with insignificant anomalies. It was noted there had been 3,136 days or 8.59 years before the device reached end of service.

Event description:
Additional information received reported the event occurred during post op. It was noted the lead was implanted (B)(6) 2014 and explanted (B)(6) 2014 and was to be returned to the manufacturer. It was reported there was high impedances >10,000. It was logged that a manufacturer representative saw the patient at the implant and post implant of the lead and reported that contacts 0, 2, 3, 4, 7, 10, 15 were the electrodes with issue. It was noted that they were unable to test at the revision on the day of report because the patient's battery was discharged. It was logged the patient needed coverage from bilateral knee to her feet and she was unable to cover any of those areas with the remaining contacts. It was reported the patient was getting bad stimulation. It was noted the patient had already had one overdischarge event to the battery as well. It was logged there was stimulation in the wrong location. It was reported that on the day of report during the revision the doctor replaced the lead at another level. It was noted that intraop and post op all impedances were within normal limits. It was logged the patient reported having coverage to her painful areas post procedure. It was logged there was replacement and reprogramming. It was reported the diagnostic testing or troubleshooting performed was impedance testing and reprogramming. It was unknown if the issue was resolved or if the cause of the issue was determined. It was reported the neurostimulator implant date was (B)(6) 2013 and the explant date was (B)(6) 2014 and that it too was replaced and was to be returned to the manufacturer. It was reported that the patient status at the time of this report was alive with no injury and there were no patient symptoms or complications associated with this event.

Event description:
Additional information received reported that the cause of the overdischarge was patient compliance. It was stated that the patient was not currently experiencing any symptoms. It was reported that when stimulation was turned on after the pmr, multiple high impedances were on the lead. It was reported that the patient was doing well.

Event description:
Additional information received reported that a manufacturer's representative met with the patient (B)(6) 2014. It was reported that they did "another successful 60 minute session" and cleared the por. It was stated that programming was performed but adequate coverage was not achieved. It was stated that the lead placement that was performed on (B)(6) 2013 was still not effective. It was reported that there was high impedance on 6 electrodes. It was reported that the patient was scheduled for full sysytem replacement (ins and leads) sometime in february. It was reported that currently the patient was "fine and in good spirits".

Event description:
It was originally reported that the patient was feeling stimulation in the wrong location. The patient had a new implantable neurostimulator (ins) implanted yesterday ((B)(6) 2013) to replace the previous ins. It was noted that the physician used a pocked adaptor and inserted the lead into the top channel on the ins. The patient was feeling stimulation in the wrong location; she felt stimulation in her buttock area rather than down her leg and into her foot, where she had always felt stimulation in the past. Troubleshooting and reprogramming was performed. Electrode impedances were as follows: 0,1 834 ohms; 0,2 971 ohms; 0,3 1024 ohms; 1 ,2 800 ohms; 1,3 924 ohms; 2,3 886 ohms. The voltage was increased to as much as 9 volts and the patient reported only feeling slight stimulation in buttock area. The manufacturer representative attempted to program all electrode configurations, multiple voltages, rates, and pulse widths, but that it did not resolve the issue. It was reported that the patient had a follow up appointment on (B)(6) 2013. Additional information was received. It was reported that impedance testing was performed at the follow up appointment on (B)(6) 2013, and found to be within normal limits. It was reported that the physician ordered an x-ray, and had consulted with neurosurgery for a possible lead revision. It was noted the patient had a quad lead in at time of current report. The patient also reported that her pain pattern had changed and that she needed left leg coverage, which ¿her lead never got.¿ it was further reported that a lead revision was done at the end of (B)(6) 2013 due to the lead issues resulting in no stimulation. The stimulator was in overdischarge (od) at that time. The stimulator was not replaced and it was still in od as of (B)(6) 2013. A company representative had put the stimulator through 2 physician mode reset (pmrs) with no response. It was advised a third time be tried. Additional information was requested, if received, a follow up report will be sent.